Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that any deficiency of the ethicon product vicryl suture caused and/or contributed to the adverse events described in the article? Citation: the journal of maternal-fetal & neonatal medicine, 2017. Doi: 10.1080/14767058.2017.1387895 .

Event description:
It was reported in journal article title: parallel vertical compression sutures to control bleeding in cases of placenta previa and accreta. The authors conducted the study to evaluate the effectiveness of full-thickness vertical compression sutures and intrauterine catheter in cases with placenta previa/accreta. A total of 278 cases were included in the study. A cesarean section was done through pfannenstiel incision. If there were significant bleeding after removal of the placenta or if placenta was morbidly adherent (removal as could as possible even excision of parts lower uterine segment with adherent placenta), the surgeons ensured patency of the cervical canal then two longitudinal parallel full-thickness sutures was taken using delayed absorbable vicryl 2 suture. The entry of needle through the anterior wall of the lower uterine segment just above the internal os 2 to 3 cm medial to the lateral aspect of the lower uterine segment then completely piercing the posterior wall and then return from posterior wall to anterior wall 1 to 2 cm below incision line of the uterus. The reported complications included uterine atony in 2 cases which required hysterectomy and bladder injury in 23 cases (21 of the cases of placenta previa with a degree iii or IV and 2 cases of placenta previa with a degree ii anterior). It was concluded that vertical lateral compression sutures with inserting inflated balloon of foley's catheter is an effective method for controlling bleeding in cases of placenta previa/accreta. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Corrected information: ¿ it was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.